Event description:
It was reported that the ventricular assist device (vad) patient was admitted for worsening pseudomonas driveline infection while on an outpatient regimen of antibiotics. The patient was given intravenous (IV) medications and a re-culture was positive for pseudomonas and proteus. The patient was not deemed eligible for re-implant or transplant and was transferred to the intensive care unit (ICU) for lethargy and confusion with worsening acute kidney injury, oliguria, leukocytosis, and elevated lactate. A panoramic computerized tomography (CT) did not show source of abdominal infection, and there was no acute change on head CT. Chest CT showed opacities. Medication was given for low mean arterial pressures. The patient was intubated and then trached, complicated by candida glabrata fungemia and their medication was increased and they developed fevers. The patient had seizure-like activity and were given seizure medication but the CT of the head was negative. The patient and family agreed to comfort care, the vad was turned off and the patient subsequently expired.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10:  6944-65, lead, implanted (B)(6) 2004. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the ventricular assist device (B)(6) was not returned for evaluation. This complaint is associated with a clinical adverse event. A review of the device history record was not performed as the reported event is not related to a manufacturing or servicing issue. Review of log files was not performed since log files were not available. The thrombus event could not be confirmed due to insufficient evidence. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions per use, driveline infection, neurological dysfunction, renal dysfunction, device thrombus, respiratory dysfunction and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient and the patient¿s reported medical history, it was noted that the patient had a history of thrombus and driveline infection events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications, the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information and correction. Additional information in a4, a5, b5, b7, g2, h6, h10 and additional codes (ime codes). Corrections to h6 patient codes and additional codes (imf code). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that thrombosis had contributed to the adverse event outcome and the original ¿intended procedure¿ was vad thrombosis. No interventions or further information regarding the thrombosis were made available.